Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analysis of the device indicated elective replacement indicator (eri) was the result of high internal battery resistance. Performance data collected from the device was also received and analyzed and no anomalies were found. It was noted no anomalies were found on save to disk and the most recent battery voltage from (B)(6) 2014 was 2.99v. This device was included in that field action and returned product testing found the device did perform as described in the field action. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) reached end of life (eol) with unexpected battery longevity. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.